Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the approved final investigation. Sections d9, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The damaged insulation off the scope's tip was unable to be confirmed. Based on the results of the investigation, the definitive root cause of the insulation damage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customer¿s allegation of insulation falling off the tip of the scope was confirmed. The bending section cover of the device was torn and removed. After taping the bending section cover was still leaking, so the leak test failed. The adhesive on the bending section cover was also cracked. Additionally, the following findings were also identified, and are as follows: (a.) The glue around the objective lens had minor chips, and cracks, (b.) And the insertion tube had minor dents. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo fiberscope experienced the insulation falling off of the tip of the scope. The event was noticed prior to the procedure. There was no report of patient or user harm associated in the event.